Manufacturer narrative:
The insulin pump passed the displacement test. Motor error alarm during basic occlusion test due to loose and flush drive support disk. The motor was tested outside of the device and passed. Unable to verify motor position encoder error alarm in the alarm history due to history file overwritten with displayable history check failed on startup alarms. Displayable history check failed on startup alarm due to a corrupted history file. The insulin pump received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they received motor position encoder error alarm and a motor error alarm. The customer's blood glucose was 66 mg/dl at the time of incident. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that troubleshooting was not completed due to the motor error alarm. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.